Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited a plausible fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope and that their left subclavian vein was occluded. It was reported that the right ventricular (rv) lead exhibited rising/high impedance and rising/high threshold values and non-capture. The right ventricular (rv) lead was reprogrammed and both leads were later inactivated as a right sided system was implanted. A temporary pacing system was required prior to replacement. No further patient complications have been reported as a result of this event.